Manufacturer narrative:
The device received with critical pump error and pump error 35 due to moisture damage to force sensor. The device received with corroded electronic assemblies and corroded motor home switch.

Event description:
Customer reported via phone call that the insulin pump has water damage. Customer's blood glucose level was 300 mg/dl. Customer also stated that the battery compartment was cracked. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.